Event description:
It was reported that a pt underwent an open retro rectus repair of an incisional/ventral hernia on (B)(6) 2010. The subcutaneous layers were closed with suture. On (B)(6) 2010, the pt developed a superficial surgical site infection in the subcutaneous tissue. The pt was re-hospitalized for vac therapy beginning (B)(6) 2010. The pt was prescribed bactrim forte 1g twice daily until (B)(6) 2010. The event was resolved on (B)(6) 2010.

Manufacturer narrative:
(B)(4) - infection. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00780. The same pt is represented in each medwatch.